Event description:
Ethicon echelon flex 45 powered plus articulating endoscopic linear cutter (stapler) stapled the tissue but the blade did not completely cut the tissue. This incident happened on several 45 loads. A new psee60a stapler was opened to the field with 60 stapler loads and used without incident.